Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) /right essure had migrated and perforated fallopian tube.'), device dislocation ('migration of essure device location of device: unknown location') and pregnancy with contraceptive device ('post implant pregnancy /pregnancy (termination)') in a 38-year-old female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included stillbirth nos, premature delivery, menses irregular, hypertension, chronic kidney disease, tiredness, nausea, iron deficiency, kidney stone, dizziness, weight loss and abdominal discomfort. Concurrent conditions included hypothyroidism since (B)(6) 2014, anemia since (B)(6) 2013, dysfunctional uterine bleeding, cyst of ovary, hemorrhoids, back pain, fever, joint pain, knee pain, chronic lumbago, bowel dysfunction, depressive disorder and joint stiffness. Concomitant products included desogestrel;ethinylestradiol (apri), ferrous sulfate (iron sulphate) since (B)(6) 2013, levofloxacin (levora) from december 2011 to january 2013, levothyroxine sodium (levothyroxin) since (B)(6) 2014, norethisterone (micronor)22-mar-2011 to june 2011, nsaids since march 2011, paracetamol (acetaminophen) since march 2011 and piroxicam (paxil). On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), the first episode of migraine ("migraines / headaches"), headache ("migraines / headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 8 months 9 days after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), the second episode of migraine ("migraines"), depression ("depression") and anxiety ("mental anguish /anxiety"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, menstrual disorder, the last episode of migraine, depression, anxiety, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, headache and abdominal pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-jun-2011: result- total bilateral occlusion, perforation (fallopian tube), migration of essure device.; on 30-apr-2012: essure devices seen in place in the bilateral fallopian tubes and bilateral fallopian tubes appear completely obstructed.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, fatigue, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) /right essure had migrated and perforated fallopian tube.'), device dislocation ('migration of essure device location of device: unknown location') and pregnancy with contraceptive device ('post implant pregnancy /pregnancy (termination)') in a (B)(6) female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included stillbirth nos, premature delivery, menses irregular, hypertension, chronic kidney disease, tiredness, nausea, iron deficiency, kidney stone, dizziness, weight loss and abdominal discomfort. Concurrent conditions included hypothyroidism since (B)(6) 2014, anemia since (B)(6) 2013, dysfunctional uterine bleeding, cyst of ovary, hemorrhoids, back pain, fever, joint pain, knee pain, lumbar pain, bowel dysfunction, depressive disorder and joint stiffness. Concomitant products included desogestrel;ethinylestradiol (apri), ferrous sulfate (iron sulphate) since (B)(6) 2013, levofloxacin (levora) from (B)(6) 2011 to (B)(6) 2013, levothyroxine sodium (levothyroxine) since (B)(6) 2014, norethisterone (micronor) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and piroxicam (paxil). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), the first episode of migraine ("migraines / headaches"), headache ("migraines / headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 8 months 9 days after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), the second episode of migraine ("migraines"), depression ("depression") and anxiety ("mental anguish /anxiety"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, menstrual disorder, the last episode of migraine, depression, anxiety, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, headache and abdominal pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- total bilateral occlusion, perforation (fallopian tube), migration of essure device.; on (B)(6) 2012: essure devices seen in place in the bilateral fallopian tubes and bilateral fallopian tubes appear completely obstructed.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, fatigue, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs & mr received. Reporter's information was added. Patient's demographics were added. Lot number was added. Added event perforation (fallopian tube) /right essure had migrated and perforated fallopian tube./migration of essure device location of device: unknown location, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, migraines / headaches, abdominal pain. Pregnancy (termination) club with post implant pregnancy. Medical history, historical drug, concomitant condition, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.